Event description:
It was reported that the device stopped working, most likely after impact. It was explanted in 2009.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.